Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via social media that they received emergency medical assistance due to low blood glucose on 3 occasions with blood glucose of below 40 mg/dl at the time of the incidents. The customer has been having lows for about 8 months. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incidents. Troubleshooting was not completed but the customer believes the recalled sets caused their lows. Customer was also hospitalized with highs and diabetic ketoacidosis. The insulin pump will not be returned for analysis.